Event description:
The facility reported an infusion pump with a failure code 810:04. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved or pump programming. No add'l info is known.